Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 07/24/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant of the lens is planned but not yet conducted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 26.5 diopter intraocular lens (iol) is scheduled to be explanted from a patient's right eye due to a missed refraction. No further information was provided.

Manufacturer narrative:
Additional information was received and it was learned that the lens was explanted on (B)(6) 2017 and replaced with a the same model lens with a lower diopter size (24.5). There was no patient injury reported and patient is doing well. Age/date of birth: (B)(6). Gender/sex: female. If explanted, give date: (B)(6) 2017. All pertinent information available to the manufacturer has been submitted.